Event description:
Per the customer, the tip of the fixation pin for anchoring the clamp support of navigation trackers broke into the tibia of the patient upon removal with the power tool. Per the surgeon's discretion, the tip was left in the bone. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: follow-up report submitted to document the device was not available for evaluation.

Event description:
Per the customer, the tip of the fixation pin for anchoring the clamp support of navigation trackers broke into the tibia of the patient upon removal with the power tool. Per the surgeon's discretion, the tip was left in the bone. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.